Manufacturer narrative:
The investigation of the returned coil system found the pusher exhibited lead wire separation from the distal to the proximal section and the implant to be separated from the pusher. The implant was not returned for evaluation; furthermore, the attachment monofilament was not present in the pusher. Without the return and evaluation of the implant and attachment monofilament, the investigation is unable to determine the mode of separation. The investigation could not verify the mode of implant separation due to the absence of the implant and attachment monofilament. The physical evaluation of the device could not identify the conditions or circumstances that led to the lead wire separation on the pusher, but the damage is consistent with the device experiencing resistance within the microcatheter. The microcatheter used during the procedure was found to be kinked at 1cm from the distal tip, which may have caused or contributed to the reported resistance.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: during coil embolization for the right internal iliac artery (the origine of the superior/inferior gluteal artery) prior to emergency stent graft placement, the azur cx18 coil was unpacked for use as the first coil. The coil was inserted into a microcatheter, but the coil encountered resistance halfway through, preventing the coil from being inserted any further. Furthermore, it appeared that the pusher had torn from the portion that had encountered resistance to the proximal side. Therefore, the coil was withdrawn from the microcatheter along with the introducer sheath. Another coil with the same specifications from a different lot was then used as the first coil. The procedure continued with another coil with different specifications, azur cx18. Subsequently, the procedure was successfully completed. When the pusher appeared torn, it was found that the implant had been detached. Therefore, the entire coil was withdrawn from the microcatheter along with the introducer sheath. The torn pusher was found during the insertion of the coil into the microcatheter. The microcatheter had already been inserted into a guiding catheter inside the patient. No health damage to patient.